Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The device is less than six months old. The complaint reads ¿it was reported that when t1 deployed, the surgeon felt it was hard to deploy due to resistance, but t1 was successfully implanted. When t2 deployed, it have no resistance and failed to implanted. Both implants were removed. No patient injury was reported¿. Typically resistance is due to inadvertent needle deflection during attempted locating of desired tissue. T1, t2 and suture were returned separated from the needle. It was noted that the suture was cinched around the end of the anchor lengthwise. This could inhibit proper fixation through the meniscus. The device does not show any obvious damage. The device cycles and actuates as intended. Root cause was not established.

Event description:
It was reported that when t1 deployed, the surgeon felt it was hard to deploy due to resistance, but t1 was successfully implanted. When t2 deployed, it have no resistance and failed to implanted. Both implants were removed. No patient injury was reported.